Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 467 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot because he is at school. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 467 mg/dl. The customer was treated for high blood glucose with manual injection.